Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open low anterior resection, it was found that a part of the staple line was not completed at the first firing. The device was used on the rectum. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57p98. One photo was provided; the picture shows a green reload. All the drivers are exposed, due the position of the reload is not possible see if the washer is cut or uncut. The pictures provided do not provide enough evidence to confirm or deny the complaint. Please refer to the device analysis for full analysis details and conclusion. The analysis results showed that the cs40g device was received with no apparent damage with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.